Manufacturer narrative:
Per echo imaging this patient was noted to have severe trileaflet aortic stenosis, moderate mac, mild-to-moderate mitral regurgitation, very significant left ventricular hypertrophy and a small pericardial effusion. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The physicians undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. In this case, the exact cause for the reported event pvl cannot be confirmed, however, in addition to the procedure itself, the patient factors such as severe aortic stenosis, which could have caused or contributed to the event. There was no report of device malfunction that resulted in this event. A complaint history for this type of event is reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
As reported to the (B)(4), the patient received two sapien valves during a transcatheter aortic valve replacement (tavr) procedure. Additional information was received from the hospital pertaining to the procedural report, discharge summary and echo reports at the time of the tavr procedure. According to the patient's medical records, "following bav, a 23 mm valve was carefully selected for implantation. This was carefully advanced under and positioned in the aortic root annulus in proper position using fluoroscopy, angiography and transesophageal echocardiography. Using transient ventricular pacing an edwards lifesciences 23 mm sapien pericardial bioprosthetic valve was deployed without any difficulties". The valve was thought to be generally well positioned but slightly high on one of the cusps. "Mild aortic insufficiency was noted in the area of the left coronary cusp. Repeat bav was performed but the degree of aortic insufficiency was unchanged. Because of this a second valve was prepared and valve-in valve implantation was carried out. A second 23 mm sapien bioprosthetic valve was carefully advanced under fluoroscopic control and positioned approximately 3 to 4 mm below the initial valve. Again using rapid ventricular pacing, the second valve was deployed within the first valve (valve-in-valve implantation). Repeat tee demonstrated only trace-to-mild aortic insufficiency in the area of the junction of the native non and left coronary cusps. Completion angiography was performed and was noted to be intact with no significant aortic insufficiency. Hemodynamics demonstrated no residual gradient across the prosthetic valve." Tee imaging performed 13 days s/p tavr procedure showed mild aortic regurgitation. The patient was hemodynamically stable and was transferred to rehabilitation. The patient was discharged 22 days s/p tavr procedure.